Event description:
It was reported that: pt has had MRI and blood work done. Pt states that cobalt and chromium levels are elevated and he is scheduled for revision surgery in (B)(6) 2013.

Manufacturer narrative:
Add'l info has been requested has been requested and if rec'd will be provided in a supplemental report.